Event description:
It was reported to boston scientific corporation that following implantation with an uphold vaginal support system (procedure date unknown) via horizontal incision, the patient experienced mesh exposure, which was excised in the physician's office. The patient is reportedly over 18 years of age, however her current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact age is unknown; however the age range for the study participants was 35-85 years. Outcomes attributed to adverse event: updated to "other", as no intervention was performed. (B)(6). Literature - event published in the following journal article: int urogynecol j. 2012 dec;23(12):1753-61

Event description:
It was reported to boston scientific corporation that following implantation with an uphold vaginal support system (procedure date unknown) via horizontal incision, the patient experienced mesh exposure, which was excised in the physician's office. The patient is reportedly over 18 years of age, however her current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information february 14, 2014. The uphold mesh was implanted into the patient on (B)(6), 2010. A 4-mm mesh exposure was observed during a routine follow-up examination; the patient experienced no symptoms as a result of the mesh exposure, and declined intervention. Excision/revision of the mesh was not performed for this patient. There were no mesh extrusions or erosions into adjacent organs. As of the most recent follow-up on (B)(6), 2013, it was stated that the patient remained completely satisfied with the operation and declined resection or treatment of the 4mm mesh exposure. Estrogen cream treatment was offered, but declined by the patient. The patient reports no subjective complaints regarding the mesh repair, and it was reported that she is happy with the surgery outcome.